Manufacturer narrative:
Ppae (ischemia/ hematuria) : the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 64 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient received support from the cp for coronary angioplasty. Post procedure, once in the intensive care unit, the patient's left and right pedal pulses were unable to doppler. On day 2 of support, the patient had blood in urine, which did not resolve with impella repositioning. The patient remained on support at the time of reporting. Limb ischemia is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. The hematuria will be conservatively reported as it led to intervention, however no consequence to the patient and support was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.